Event description:
Information received with return of the explanted device does not address the patient's clinical status but notes capture and sensing anomalies. The lead was separated at the anodal coil and fluid was noted inside.